Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error anomaly. Customer also report that they can not complete rewind. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind test, basic occlusion test and prime test. Motor position encoder error alarm not confirmed in the alarm history screen. No rewind or motor alarm anomaly noted. (B)(4).